Event description:
It was reported that when using the bd pyxis¿ es server single patient was not crossing over, and the patient profile was missing. The patient profile cannot be viewed on any station, despite the admission being active in the electronic medical record. However, there were no delays, adverse events or injuries reported based on this event.

Manufacturer narrative:
D.4 & h.4: serial number, unique device identifier, and manufacturer date not available. Upon investigation of the actual device used in this incident, the technical support specialist (tss) checked the example patient was on the server, confirmed with the customer that the issue was resolved and proceeded for case closure. The system functioned as intended after the technical support specialist investigated the device.